Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra mini meter was displaying an error 5 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 8am. The patient reportedly manages her diabetes with an unknown type/dose of oral medications and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms. The patient reported going to the emergency room for an unspecified reason on (B)(6) 2014 at approximately 10am. The patient was tested using a hospital meter and reportedly obtained a reading of ¿385mg/dl.¿ the patient was treated with an unknown type/dose of insulin in addition had an IV line. It is not known how long the patient was in the hospital. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition. The testing technique was found to be incorrect. The patient¿s products were replaced and are pending return for investigation. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the alleged issue and required medical intervention by a healthcare professional for a high blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/19/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.